Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, pid pelvic inflammatory disease, fatigue, migraine and nickel sensitivity. Concurrent conditions included shoulder pain and polyuria. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) -2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines, migraines/ headaches"), headache ("headaches"), rash papular ("rashes or skin conditions/ rashes or skin conditions type: recurring red bumps bumps, scaly, skin, itchy skin") and rash ("rashes or skin conditions"), 26 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"), skin exfoliation ("rashes or skin conditions type: recurring red bumps bumps, scaly, skin, itchy skin") and pruritus ("rashes or skin conditions type: recurring red bumps, scaly, skin, itchy skin"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, vaginal haemorrhage, heavy menstrual bleeding, rash papular, rash, dysmenorrhoea, back pain, psychological trauma, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment, weight increased, depression, skin exfoliation and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, pruritus, psychological trauma, rash, rash papular, skin exfoliation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on or about may, 2018, plaintiff began looking into the device and saw that many other women had been suffering from problems with essure similar to her own and that the FDA was investigating. The complaints. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient did not underwent essure confirmation test via hysterosalpingogram. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2015. Plaintiff received treatment for pain: dysmenorrhea (cramping), back pain, allergy: rash/skin condition, psych injury. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted in insertion date as per current pfs : (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, pid pelvic inflammatory disease, fatigue, migraine and nickel sensitivity. Concurrent conditions included shoulder pain and polyuria. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines, migraines/ headaches"), headache ("headaches"), rash papular ("rashes or skin conditions/ rashes or skin conditions type: recurring red bumps, scaly, skin, itchy skin") and rash ("rashes or skin conditions"), 26 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"), skin exfoliation ("rashes or skin conditions type: recurring red bumps, scaly, skin, itchy skin") and pruritus ("rashes or skin conditions type: recurring red bumps, scaly, skin, itchy skin"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, vaginal haemorrhage, menorrhagia, rash papular, rash, dysmenorrhoea, back pain, psychological trauma, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment, weight increased, depression, skin exfoliation and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, psychological trauma, rash, rash papular, skin exfoliation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2018, plaintiff began looking into the device and saw that many other women had been suffering from problems with essure similar to her own and that the FDA was investigating. The complaints. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient did not underwent essure confirmation test via hysterosalpingogram. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2015. Plaintiff received treatment for pain: dysmenorrhea (cramping), back pain, allergy: rash/skin condition, psych injury. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted in insertion date as per current pfs : (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on 13-apr-2021: mr received : case upgraded to incident. Reporter and medical history added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.